Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Customer stated that the active insulin was 3.3 customer enter 427 in bolus with 0 carbs estimate was 3.2 and bolus estimate was cancelled. The device was not returned for analysis.